Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone. The cts advised customer to inspect probes, syringes, and carousel if there were any visible problems. None observed. The customer replaced all probes, and reagent syringes r1 and r2 which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. However, there is sufficient evidence to suggest a part malfunction was the cause of this event. No further issues were noted after part replacement. The beckman coulter identifier is case (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated false low patient results on multiple chemistry analytes. The customer did not provide the chemistry analytes affected. The customer did not report the erroneous results outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.